Event description:
Complainant alleged that during functional testing, the device failed for high impedance and was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device and pads used during the event were returned to zoll medical corporation for evaluation. The customer's report of "unable to obtain an ECG signal via pads" was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-testing and stress testing without duplicating the report. An internal inspection found no discrepancies. The main board was replaced as a precaution. The customer's report of "device failed for high impedance" was observed during review of the device data log. However, the device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.